Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2000 ohms on the left ventricular (lv) channel. Threshold measurements were within normal values. There was no report of noise and isometrics were performed and no noise was produced. The field representative suspected a lead fracture on the lv ring electrode. Reprogramming was performed from tip to the rv coil. Noted diaphragmatic stimulation but was resolved through reprogramming. The physician planned to replace the associated lv lead at time of device changeout. This device was subsequently explanted for normal battery depletion and the associated lv lead remained in service and normal measurements were produced with the replacement device. No adverse patient effects were reported.